Event description:
Dexcom was made aware on 08/12/2024, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm. Date of event is an approximation. It was reported that the patient experienced a skin reaction with pimples, and a bump, at the insertion site, at the needle puncture site, which occurred an unknown number of days after the sensor had been inserted in the arm. The patient went to her healthcare provider, and the reaction was treated with a prescription amoxicillin 500mg. There was no documentation of medical intervention. At the time of the report the patient was feeling normal. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e1803 nodule/ code not available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).